Event description:
Reporter indicated that the patient could not feel magnet mode stimulation after swiping the magnet over the vns generator site. It was reported that the patient could feel normal mode stimulation, and the magnet mode stimulation was programmed to a higher output current. Reporter indicated that the patient is large and that there may be a lot of patient tissue over the generator site.